Manufacturer narrative:
(B)(4). The device was returned to assist in this investigation. Quality control inspection confirms the type and outside diameter of tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. They also confirm the surface is clean and free of imperfections and the dimensions of the inner and outer diameters at a level one inspection level. One stiffened cannula and a portion of the outer catheter were returned. The outer catheter was fractured approximately 2.5 cm from the distal end of the hub. The material around the fractured area appeared to be slightly narrowed in diameter and elongated which suggests that the catheter fractured due to excessive tensile load while a wire guide or the inner catheter remained through in lumen of the outer catheter. It is possible that the device encountered resistance beyond its design due to the patient's anatomy. Qc personnel verify the type and outside diameter of the tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. The proper personnel have been notified and we will continue to monitor for similar complaints. We are continuing to monitor for similar complaints and have notified the appropriate personnel. Quality engineering risk assessment (qe ra) was not updated in response to this complaint. The addition of this complaint would not change the conclusion. Therefore, no further mitigating action is necessary at this time, is still valid.

Event description:
The micropuncture sheath portion broke inside the patient and immediately was retrieved. Patient outcome was requested but not provided.